Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 10-nov-2018. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion contained >90 degree bend and was located in the mildly calcified proximal to distal left anterior descending artery. A 2.50x38mm promus element plus drug eluting stent was advanced for treatment; however, the physician noted that the shaft was kinked and failed to cross the lesion. The device was removed from the patient. Another stent was advanced with the help of a support wire and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage. Device evaluated by MFR: promus element plus, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.